Manufacturer narrative:
Unexpected restart alarm received during unexpected restart alarm test due to broken solder joints on interface board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, and self-test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and severely scratched display window noted.

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms even after time and date were set. Insulin pump was not in use for five days while customer was hospitalized due to a mild heart attack. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.